Event description:
Power cord got hot and melted the connection to the cm. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the cardiomessenger was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis of the cardio messenger the observation could be confirmed. The usb socket showed signs of heating and the usb plug of the power supply had fused with the usb socket of the cardiomessenger. The heating damage could be traced back to a contamination of the usb socket. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.